Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose in the 50 mg/dl range. The customer explained that the reservoir was not locked in place and when she locked it into place, she had a burning sensation and felt like she got a lot of insulin at once and her blood glucose level was dropping very fast. The customer had food to treat. Blood glucose at the time of the call was 309 mg/dl. The customer had another time where her blood glucose went to 56 mg/dl in the middle of the night. The drive support cap is normal. The reservoir was showing less insulin than shown on the status screen. Basal rates settings were changed on (B)(6) 2015. Settings were correct. Device was not exposed to a magnetic field. Customer stated she had been using the device for less than a week, she was advised to contact the doctor to discuss the settings.